Manufacturer narrative:
This investigation is complete. Should additioanl information become available this investigation will be updated.

Event description:
It was reported that this system was part of an explant due to an infection. No additional adverse patient effects were reported.

Event description:
It was reported that this system was part of an explant due to an infection. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to update the patient identifier.

Event description:
It was reported that this system was part of an explant due to an infection. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to update the patient identifier. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported explant due to infection.